Event description:
IV pump stopped functioning and was reading "communication error". The brain had stopped, and pumps were flashing red lights. Found multiple issues of: code=800.8000.0; failure=pcu15_general_os_failure; in the event log of alaris pcu 8015. Manufacturer response for infusion pump cpu, medley (cpu) 8015 (per site reporter). We acknowledge receipt of your reported product concern and thank you for bringing this matter to our attention. We created file (B)(4) for the reported error code and message. We have attached a shipping label for return of the product(s) to conduct a full investigation.

Event description:
IV pump stopped functioning and was reading "communication error". The brain had stopped, and pumps were flashing red lights. Found multiple issues of: code=800.8000.0; failure=pcu15_general_os_failure; in the event log of alaris pcu 8015. Manufacturer response for infusion pump cpu, medley (cpu) 8015 (per site reporter). We acknowledge receipt of your reported product concern and thank you for bringing this matter to our attention. We created file (B)(4) for the reported error code and message.

Event description:
IV pump stopped functioning and was reading "communication error". The brain had stopped, and pumps were flashing red lights. Found multiple issues of: code=800.8000.0; failure=pcu15_general_os_failure; in the event log of alaris pcu 8015. Manufacturer response for infusion pump cpu, medley (cpu) 8015 (per site reporter). We acknowledge receipt of your reported product concern and thank you for bringing this matter to our attention. We created file (B)(4) for the reported error code and message. We have attached a shipping label for return of the product(s) to conduct a full investigation.